Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed that the patient's right ventricular (rv) lead exhibited high defibrillation impedance. No changes or interventions were reported. There were no patient consequences.